Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the healthcare provider (hcp) initially reported the event to the rep. It was confirmed that the issue had been resolved. The patient¿s weight at the time of the event was unknown. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that over past 2 weeks the patient was getting jolts down both arms when they were walking and swinging their arms. The battery was placed in the middle of their back and the leads were in the cervical spine. Impedance testing showed normal values. Prior to the call, the manufacturer representative turned off adaptive stimulation (as). The patient had 2 programs (p1 at 0.8ma and p2 at 2.0ma.) The 2.0 was really high because the patient felt stimulation at lower levels. P2 amplitude was reduced which worked well for the patient. P2 was removed and the patient was not feeling any shocking sensation during the testing in the office. The patient was going to follow-up with the hcp next week. The manufacturer representative was going to leave programming with the option for manual adjustments. No further complications were reported.